Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a loss of stimulation to normal pain areas. The patient had a very unsteady gait and ambulated with a cane. The patient could not remember if they fell or not. Impedances were within normal limits but an x-ray revealed that one implanted lead had significantly migrated laterally. The stimulator was programmed to 0.00 and turned off. The health care provider (hcp) instructed the patient to keep the battery charged but the stimulator off until a decision regarding lead revision was made. The issue was not resolved and there was not a surgical intervention planned at the time of the report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) clarifying which doctor initially contacted them about the event. They stated they had no information as to whether the patient contacted their other doctor's office when they were still a patient there. No further complications were reported/anticipated.